Event description:
A clinic reported a pt death that occurred shortly after ending treatment on a phoenix machine, software version 3.34. The pt became hypotensive and unresponsive within ten mins of the end of her three-hour dialysis treatment. Although her blood pressure responded to saline and the return of the blood in the extracorporeal circuit, she remained unresponsive. She was observed to have a measurable pulse and was breathing. The emergency medical services began resuscitation, the pt remained unresponsive, and expired a short time later. A gambro technical services (gts) rep inspected this phoenix machine. He verified that the conductivity, temperature, arterial, and venous pressures, dialysate flow meters, and uf accuracy were all within MFR's specifications. The phoenix machine had been used during the first shift on another pt, with no problems.